Event description:
Pt initiated on a 46 hr chemo of 5 fu and found it to underinfuse by 8%. Cadd prizm pump. This is outside of the range of 6%. Tubing 506 mls at 11 ml per hr with 4104 mg 5 fu. 75 mls remained in which 34 mls were part of the overfill.